Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) heavy menstrual bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 822365) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, eczema, psoriasis, pap smear, tonsillectomy and joint disorder. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included neck pain, palpitations, neck sprain, cervical facet arthrosis, myalgia, myositis, myofascial pain syndrome, menses irregular, rhinorrhea, ear pruritus, allergic rhinitis, abdominal pain, nausea, vulval itching, right lower quadrant pain, adenomyosis, bleeding intermenstrual, vaginal infection, dysfunctional uterine bleeding, uterine bleeding, headache, heart murmur, blood pressure reading high, endoscopy and holter monitoring. Concomitant products included azithromycin, beta-lactamase sensitive penicillins, cefalexin monohydrate (keflex), cetirizine hydrochloride (zyrtec), clobetasol propionate, diazepam (valium), doxycycline, drospirenone;ethinylestradiol betadex clathrate (yaz) from august 2010 to august 2011, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In 2016, the patient experienced pelvic congestion ("reproductive system disorder or condition type of disorder or condition: pelvic congestion syndrome"). On an unknown date, the patient experienced cervicitis ("infection (other) describe: cervicitis"), dermatitis contact ("rashes or skin conditions type: allergic dermatitis from nickel") and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, cervicitis, dermatitis contact, migraine, pelvic congestion, allergy to metals, hypersensitivity, fatigue and alopecia outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, cervicitis, dermatitis contact, dysmenorrhoea, fatigue, fungal infection, hypersensitivity, menorrhagia, migraine, pelvic congestion, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2011, (B)(6) 2011 & (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result of the test: total bilateral occlusion. As per mr- impression: bilateral tubal blockage, incidentally noted thin incomplete endometrial septation posteriorly, left fundal region. Pregnancy test urine - on (B)(6) 2014: result-negative; on (B)(6) 2016: result-negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, cervicitis, migraines, dysmenorrhea, fatigue. Amendment: the report was amended for the following reason: event vaginal haemorrhage made incident. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) heavy menstrual bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 822365) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, eczema, psoriasis, pap smear abnormal, tonsillectomy and joint disorder. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included neck pain, palpitations, neck sprain, cervical facet arthrosis, myalgia, myositis, myofascial pain syndrome, menses irregular, rhinorrhea, ear pruritus, allergic rhinitis, abdominal pain, nausea, vulval itching, right lower quadrant pain, adenomyosis, bleeding intermenstrual, vaginal infection, dysfunctional uterine bleeding, uterine bleeding, headache, heart murmur, blood pressure reading high, endoscopy and holter monitoring. Concomitant products included azithromycin, beta-lactamase sensitive penicillins, cefalexin monohydrate (keflex), cetirizine hydrochloride (zyrtec), clobetasol propionate, diazepam (valium), doxycycline, drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2010 to (B)(6) 2011, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In 2016, the patient experienced pelvic congestion ("reproductive system disorder or condition type of disorder or condition: pelvic congestion syndrome"). On an unknown date, the patient experienced cervicitis ("infection (other) describe: cervicitis"), dermatitis contact ("rashes or skin conditions type: allergic dermatitis from nickel") and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, cervicitis, dermatitis contact, migraine, pelvic congestion, allergy to metals, hypersensitivity, fatigue and alopecia outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, cervicitis, dermatitis contact, dysmenorrhoea, fatigue, fungal infection, hypersensitivity, menorrhagia, migraine, pelvic congestion, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result of the test: total bilateral occlusion. As per mr- impression: bilateral tubal blockage, incidentally noted thin incomplete endometrial septation posteriorly, left fundal region. Pregnancy test urine - on (B)(6) 2014: result-negative; on (B)(6) 2016: result-negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, cervicitis, migraines, dysmenorrhea, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) heavy menstrual bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 822365) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, eczema, psoriasis, pap smear, tonsillectomy and joint disorder. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included neck pain, palpitations, neck sprain, cervical facet arthrosis, myalgia, myositis, myofascial pain syndrome, menses irregular, rhinorrhea, ear pruritus, allergic rhinitis, abdominal pain, nausea, vulval itching, right lower quadrant pain, adenomyosis, bleeding intermenstrual, vaginal infection, dysfunctional uterine bleeding, uterine bleeding, headache, heart murmur, blood pressure reading high, endoscopy and holter monitoring. Concomitant products included azithromycin, beta-lactamase sensitive penicillins, cefalexin monohydrate (keflex), cetirizine hydrochloride (zyrtec), clobetasol propionate, diazepam (valium), doxycycline, drospirenone; ethinylestradiol betadex clathrate (yaz) from (B)(6) 2010 to (B)(6) 2011, escitalopram oxalate (lexapro), hydrocodone bitartrate; paracetamol (vicodin), ibuprofen (motrin), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In 2016, the patient experienced pelvic congestion ("reproductive system disorder or condition type of disorder or condition: pelvic congestion syndrome"). On an unknown date, the patient experienced cervicitis ("infection (other) describe: cervicitis"), dermatitis contact ("rashes or skin conditions type: allergic dermatitis from nickel") and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, cervicitis, dermatitis contact, migraine, pelvic congestion, allergy to metals, hypersensitivity, fatigue and alopecia outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, cervicitis, dermatitis contact, dysmenorrhoea, fatigue, fungal infection, hypersensitivity, menorrhagia, migraine, pelvic congestion, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy date(s) of insertion: (B)(6) 2011, (B)(6) 2011 & (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: result of the test: total bilateral occlusion. As per mr- impression: bilateral tubal blockage, incidentally noted thin incomplete endometrial septation posteriorly, left fundal region. Pregnancy test urine on (B)(6) 2014: result-negative; on (B)(6) 2016: result-negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, cervicitis, migraines, dysmenorrhea, fatigue. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot no. Was added. Case become incident, previously added injury nos was replaced with abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, cervicitis, allergic dermatitis from nickel, migraines / headaches,pelvic congestion syndrome,nickel allergy, dysmenorrhea, pelvic pain, fatigue, yeast infection,hair loss, were added. Concomitant conditions & drugs were added. Historical conditions were added. Lab test was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.